Event description:
It was reported (via maude event report) that a pt sustained scarring and bagging as a result of laser treatment to correct acne scarring.

Manufacturer narrative:
No pt contact or user facility identification was provided in maude report. Additionally, no complaint of a similar nature was reported to lumenis that could be linked to this event. Should more info be provided, a f/u report will be filed.